Manufacturer narrative:
The device is available for evaluation; however, has not yet been received. D4: only di provided as lot number is unknown.

Event description:
The event involved a 4" (10 cm) smallbore trifuse ext set w/3 microclave¿ clear, 2 check valve, 3 clamps (2 white, red), rotating luer where it was reported when patient was being weighed, mom picked up patient, and one of the lines broke. This resulted in the closed system leaking blood from the line onto the patient and bed. Patient was hep locked and cap change was completed. There was patient involvement and unknown adverse event.

Event description:
Additional information was received where the customer provided the correct item number involved in the event. See field d1 and d4.

Manufacturer narrative:
Received one used. List #mc33688, 4" smallbore quadfuse ext set w/4 microclave® clear, 3 check valves, 4 clamps (3 white, red), rotating luer as received, one clave is missing, the tubing is observed to be torn. The reported complaint of a leak could be confirmed. The tubing was found to be torn at the location of the missing clave. Based on the description of the event, patient was being weighed and when mom picked up patient one of the line broke. The closed system was broken, the probable cause is from an external pulling force during use. A device history report (DHR) lot # review could not be conducted because no lot number(s) was/were identified.